Event description:
During functional testing at zoll medical's technical service department, the device displayed a "bridge test failed" message. There was no patient involvement in the reported malfunction.